Manufacturer narrative:
Furnes, o., espehaug, b., lie, s. A., vollset, s. E., engesaeter, l. B., & havelin, l. I. (2007, march). Failure mechanisms after unicompartmental and tricompartmental primary knee replacement with cement. Retrieved november 16, 2017, from https://www.ncbi.nlm.nih.gov/pubmed/17332100. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. The condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(6).

Event description:
Information was received based on review of a journal article entitled, "failure mechanisms after unicompartmental and tricompartmental primary knee replacement". The article addresses that unknown number of unicompartmental total knee required revisions due to infection. There has been no further information provided and the patients outcome is unknown.